Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Medwatch reference: mw5086709. Consumer reported upon removal the tampons unraveled inside her body and she had to manually remove the tampon pieces as they were falling apart. She is unsure if she removed all tampon pieces.